Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a lead revision of the s1 lead [related manufacturer reference number: 1627487-2025-05982], the l4 lead was cut. As a result, the l4 lead was explanted and replaced to address the issue. Therapy was restored.